Manufacturer narrative:
(B)(4). Correction/device evaluation: the evaluation results were inadvertently omitted in the initial medwatch report. The reported condition was confirmed but not duplicated. The assignable cause could not be determined at this time. Additional: a service history review revealed that this device was not previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or additional information become available.

Event description:
During a review of the event history of complaint, (B)(4), it was discovered that failure code 810:11 occurred on (B)(6) 2010. The event occurred during delivery. There was an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version for this report is 6.13.90, categorized as remediated.